Event description:
It was reported that the physician used subcuticular stitches on a bunion removal in 2001. The patient suffered irritation and pain which prompted the physician to re-operate to remove sutures 3 months later. The sutures were not replaced.